Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis requiring surgical intervention. Time of symptoms/ae: 16 months post procedure. It was reported that approximately 16 months post an uneventful left common carotid artery stenting (cas) procedure, which was performed as treatment for restenosis that occurred 8 months post left common cas, the patient experienced amaurosis fugax to the left eye. An ultrasound done in 2008 revealed approximately 80% restenosis within the same area. At about approximately 5 weeks later, the patient underwent a left common carotid to internal carotid artery bypass interposition graft. The patient remained neurologically intact throughout the post operative period, and was discharged about 13 days later. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.